Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed for thrombus. It was reported that on (B)(6) 2022, a mitraclip procedure was performed for a functional mitral regurgitation (mr) with grade of 4+. When steering towards the mitral valve, deposits were noticed to be present on the tip of the clip. Once removed, thrombus-like substances on the tip of the clip were confirmed. When the clip was stored in the introducer, a part of the clip introducer was damaged. Heparin was administered in response to the thrombus. A new clip was implanted with no reported issue, reducing mr to grade of 1+. No clinically significant delay. No additional information provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on available information, the reported material split, cut or torn (clip introducer) appears to be due to user technique of sliding the clip introducer over the clip. A cause of the reported thrombus could not be determined. The reported patient effect of thrombosis/thrombus, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. The reported medication required was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design or labeling. H6: device code 4614 and 2993 removed. H6: code 4008 added.